Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. A lead revision was performed, however, the lead was dislodged again. The physician then opted to explant the leads as the physician felt it would be best to implant longer leads for this patient. No additional adverse patient effects were reported.